Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Examination of returned device found evidence of product non-conformance. Corrective actions have been initiated to address the reported issue. The root cause was determined to be the sealer not fully resealing the pouch after the screw had been removed and inspected; the sealer left a small part of the pouch unsealed which would allow for the screw to fall out.

Event description:
Upon receipt of the product, the distributorship noticed the screw was missing and the pouch was not completely sealed.